Event description:
The physician used a wilson-cook howell dash sphincterotome to perform a sphincterotomy. During the cautery application, a 2cm portion of the cutting wire detached from the catheter. The detached portion of the cutting wire was retrieved with forceps. No injury to the patient was reported.